Manufacturer narrative:
The device was returned for evaluation. We confirmed that one jaw has broken off the instrument. The device was in use for approximately 12 years. We think wear of use was cause of breakage.

Event description:
This is 2nd supplemental for (B)(4). In the original text, I stated that a second surgery was done to retrieve broken piece, but that it was unsuccessful. That information was incorrect. Correct information: the broken piece was retrieved from the patient during second surgery. There was no injury to the patient.

Manufacturer narrative:
The device has not returned for evaluation. The date code was ge (7/2005). Although we could not find a record of purchase, these devices are usually sold near the manufacturing date. This device has been in use for approximately 12 years. Damage may be due to wear of use, but we cannot confirm.

Event description:
Allegedly, at the close of a septoplasty bilateral inferior turbinectomy bilateral maxillary antrostomy procedure on a patient, the doctor noted a piece had come off the instrument into the patient. He xrayed the patient and confirmed presence of the object. He attempted to remove the piece in a 2nd procedure but was unsuccessful; the object is retained in the patient.